Event description:
The complainant stated that the head section of the bed cannot be raised.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine a resolution to the alleged malfunction. A f/u report will be sent once the customer discloses their investigation.